Event description:
Info as provided to davol: (B)(6) 2014: pt underwent a pulmonary lobectomy with a sleeve anastamosis. Several air leaks on the surface of the lung were treated with progel. After closure, a massive air leak was discovered when the chest tube was hooked up to suction. The pt was re-opened and a hole was found in the bronchus, but also the area that had been treated with progel was also leaking. The bronchus was sutured and the lung was re-treated with a second progel kit. A submersion test was performed and the leak had been reduced, but was still leaking. The area was treated with a third, and then fourth progel kit. Another submersion test was performed and the pt was still leaking from the treated surface of the lung. Bioglue (non-davol) was applied to the affected area. When the lung was inflated, the leak was reduced but had not completely related. The pt was hooked up to chest tubes. The pt still had a large air leak. Surgeon stated the lung tissue of the pt was extremely compromised prior to surgical intervention.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt had lung issue that was extremely compromised prior to surgical intervention. A manufacturing review was performed and no evidence of a manufacturing related cause was found for the event. Additionally, the original sample was not returned for eval. A same lot sample was returned to davol in uncontrolled conditions, therefore, testing could not be performed on the returned product. See MDR 1213643-2014-00052 for the first progel kit applied to the pt. See MDR 1213643-2014-00053 for the second progel kit applied to the pt. See MDR 1213643-2014-00054 for the third progel kit applied to the pt.